Event description:
The facility is unable to supply the pt's weight as this info is unknown to them. The pt is a known aids pt that is involved in a study. The pt is testing non-reactive on the co hiv-1 assay but is positive when tested by another device. A sample has been tested three times from this pt. In all three of the tests the sample was non-reactive for the hiv 1 assay but another device was positive. Enzyme immunoassay testing conducted prior to 1/1/97 was reactive on this pt. The facility was unable to provide further pt or diagnostic testing info.

Manufacturer narrative:
Code 86-a file kit of catalog number 3a11-24, lot #24664m101 was used to evaluate the sample returned by the customer. Code 200-the patient sample, when tested with a file kit, did not confirm the customer's results. A review of the data from the customer indicated that the sample was initially and repeatedly reactive on 1/9/97 and 1/10/97 with lot 23466m301. On 2/6/97 the sample was non-reactive with lot 24664m101. The sample was western blot positive. All controls were within package insert specifications. Abbott tested the sample returned by the customer within lot 24664m101, a file kit, for initial and repeat reactive results. The sample was western blot positive. The interpretation of the sample is anti-hiv-1 positive. The file kit performed within package insert specifications for the kit. This is the final report.